Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that while she was on the insulin pump, she had a low blood glucose level episode. Her family removed her off the insulin pump and she experienced another hypoglycemic event while on injections. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of below 20 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer's daughter found her unconscious. The device was not returned.